Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: date rec¿d by MFR; PMA/510k; if follow-up, what type; device evaluated by MFR. Reported event was confirmed by review of medical records noting patient was revised due to metallosis, heterotopic ossification, pain, and elevated metal ion levels. A pseudocapsule was dissected during the revision and no significant staining of the soft tissue was noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to pain, swelling, and elevated metal ion levels. During the revision surgery, heterotopic ossification, pseudocapsule and metal debris was noted. The head and liner components were removed and replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505832 ¿ xlpe liner ¿ 61100598; 00771101200 ¿ m/l taper stem ¿ 61510535; 00620005822 ¿ shell ¿ 61439061. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00606.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to unknown reasons. During the procedure the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.